Event description:
The manufacturers representative reported the patient was admitted to the hospital lethargic and flaccid. The patient was intubated and ventilated. The patient's pump had last been refilled on 03/17/2006. In the hospital, the estimated reservoir volume was calculated and determined to be accurate according to the pump programming. The pump was not accessed nor was kthe actual reservoir volume measured. The daily intratheecal medication does was lowered.